Event description:
Event description guidant received information that this atrial lead was reported to have lead impedance measurements of greater than 2500 ohms and displaying noise. The impedance measurements a few months ago were 340-450 ohms, then 1000-2000 ohms the next month. The lead is not sensing and there is noise on this atrial lead. The lead was surgically abandoned due to a fracture. The pacemaker was explanted at the same procedure, and the patient was upgraded to a dual cahmber implantable cardiac defibrillator. The patient has had no adverse effects from the lead fracture, only fatigue.